Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that externalized conductors were noted via cine. All electrical measurements were normal. Lead was explanted and replaced.

Manufacturer narrative:
Externalized conductors due to internal insulation abrasion were found at 8.2-11.5cm from the distal tip electrode. The silicone insulation was abraded and the rv conductor was visible. Other internal insulation abrasion were found at 11.0-11.7cm, 13.0-13.7cm, 30.6-30.8cm, and 31.0-31.3cm from the distal tip electrode. The etfe coating was intact at all abrasion locations.